Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complainant involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2012. The revision surgery was a result of joint dislocation. In the revision, the acetabular insert was revised to a new implant of the same size, and the femoral head was revised from a 32mm x +0mm to a 32mm x +3.5mm implant.